Manufacturer narrative:
The complaint investigation included a search for similar complaints, in-house retained kit testing and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Trending review identified no trends associated with the complaint issue. Device history record review for lot 25008ud00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using retained kits of the complaint lot 25008ud00. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the alinity I tsh lot number 25008ud00 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Event description:
The customer obtained a falsely depressed alinity I tsh result. Sample ID (B)(6) (heparin sample) generated 0.054 and 0.430 miu/l. A second sample (edta) from the same patient sample ID (B)(6) generated 0.684, and 1.527 miu/l. No impact to patient management was reported.

Manufacturer narrative:
Was this device serviced by a third party? No. No further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely depressed alinity I tsh result. Sample ID (B)(6) (heparin sample) generated 0.054 and 0.430 miu/l. A second sample (edta) from the same patient sample ID (B)(6) generated 0.684, and 1.527 miu/l. No impact to patient management was reported.